Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown unknown liner lot # unknown, item # unknown unknown head lot # unknown, item # unknown unknown stem lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent left hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision of the cup in the future. Revision date is not scheduled at this time. Attempts were made to obtain additional information, however no information was available.

Event description:
No further information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Insufficient information provided. Unable to perform a complaint history search. X-ray review demonstrated normal integration of the hardware within the bones without fracture or periprosthetic lucencies of the hardware. Increased lateral inclination of the acetabular cup as well as anteversion of the acetabular cup. No other abnormality is appreciated. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.